Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was completely stopped working. The insulin pump had motor error alarms. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms.